Manufacturer narrative:
Claim # (B)(4).

Event description:
The patient reported that he sees light rings after ticl implant. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.